Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-02144. It was reported that sterility was compromised. Two 12mm x 2.50mm nc quantum apex¿ balloon catheters were selected for use. However, during unpacking the inner package of both devices was noted to be not sealed. These devices were never used inside the patient. No patient complications were reported.